Manufacturer narrative:
The product was received and the reported failure mode was confirmed. The device was diagnosed for scratches on insulation, which confirms the alleged failure mode of insulation damage. Probable root cause: user misuse, improper sterilization methods, or normal wear. In sum, the product was received and the reported failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation has been compromised.